Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer noted that the malfunction had occurred three times before and was reset each time. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.